Event description:
It was reported that during a device change-out due to normal eri, externalized conductors were observed. Patient was asymptomatic. The lead was explanted and replaced without complications.

Event description:
New information received notes that the lead was capped.

Manufacturer narrative:
.